Event description:
The pump had more volume than expected. The expected reservoir volume was 2.2 mls; the actual volume was 16 mls. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.